Event description:
It was reported via repair work order that there was no foot up/down motion functions to foot section of the bed due to control was locked out on the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.